Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, approximately 3 minutes into the ablation phase of the procedure, the doctor switched hands holding the sheath, which may have inadvertently caused the cervical seal to break. Fluid started to leak out of the cervix and the procedure was stopped. The vagina was immediately flushed with cool saline. Post procedure a 2nd degree burn was noted on the vulva, just inside of vagina to the external labia. Silvadene cream was applied to the affected area and tylenol with codeine was prescribed for home use. A follow up response from the clinician on (B)(6) 2012 revealed the patient was seen several times after the procedure for follow up. The patient reported initial discomfort that has since resolved. The doctor did end up prescribing antibiotics prophylactically as a precaution. She described burn running from vulva to anus, 1/2 inch wide, healing very well.

Manufacturer narrative:
Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.